Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - ni. Expiration date - ni. Manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately eight years post-implantation due to allegations of toxic levels of cobalt and chromium and tissue and bone destruction. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately eight years post-implantation due to allegations of toxic levels of cobalt and chromium and tissue and bone destruction. Review of invoice history shows that the femoral head was removed and replaced, and an active articulation bearing was also implanted. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information received in the patient's revision operative report confirmed the implanted and explanted products which were unknown at the time of the original medwatch. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately eight years post-implantation due to allegations of toxic levels of cobalt and chromium, metal debris and tissue and bone destruction. Review of invoice history shows that the femoral head was removed and replaced, and an active articulation bearing was also implanted. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.